Event description:
Tubing primed, in channel and hooked to patient. Pump programmed to correct rate. Two nurses in room with patient. Two other channels programmed and working. Pump free-flowed entire bottle of versed. Patient already intubated and safe. Alaris brain and all channels removed and sent to risk. New brain and channels used with patient.